Event description:
A customer had rec'd her second hair removal treatment on her forearms and reported that she sustained burns following that treatment. Seven months later, the treated areas have lightened.

Manufacturer narrative:
The device was not returned therefore, a physical investigation was not performed. The user manual provides suggested treatment parameters by skin types and lists special considerations; informing the user to: " do a test spot in areas...that are heavily pigmented.. Or have a high density of coarse dark hair. Have the pt return in 72hrs to a week to review test spots." Additionally, the manual states: in the course of treatment, the following minor complications may be observed in some pts: "change in pigmentation (hyperpigmentation or hypopigmentation) may sometimes occur after treatment. In the majority of cases, this pigmentary change will resolve over time. Complications arising from pigmentary changes have been rated as both transient and minor and appear to typically resolve spontaneously over several months. Only in very rare cases will the change in pigment be permanent." Based on the info provided, the cause of the reported event could not be determined.